Event description:
A hospital in (B)(6) state reported via our distributor that an (B)(4) infant breathing circuit became disconnected at the y-piece while in use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint (B)(4) breathing circuit has not been returned to fisher & paykel healthcare in (B)(4) for evaluation. Our investigation is therefore based on the reported information and our knowledge of the product. In a previous investigation into a similar complaint the two returned swivels were visually inspected and pressure tested. The outer diameter of the swivel wye lip, angle of the swivel wye lip and inner diameter of the swivel elbow where the swivel wye attaches were measured using a shadow graph. Results: visual inspection revealed no damage to the returned components. The inner diameter of the swivel elbow and outer diameter of the swivel wye lip were within specification for both subject swivels. The pressure test revealed that in both cases the swivel was within specification and the swivel did not come apart during the pressure test. No fault was found with these (B)(4) swivels. A lot check revealed no other complaints for lot 150415. Conclusion: we are unable to determine what may have caused the problem reported by the customer. All (B)(4) infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The user instructions that accompany the (B)(4) also state the following: - check all connections are tight before use. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - set appropriate ventilator alarms.